Manufacturer narrative:
A getinge field service engineer evaluated the unit and resolved the issue by replacing the power cord. All functional tests were carried out and the unit was returned to clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an uncovered power cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.